Event description:
Customer relations was made aware of a possible barricaid revision following a patient call. The patient reported experiencing pain and indicated that they are seeking revision surgery. The fusion (tlif) surgery was performed on (B)(6) 2026, and reherniation was confirmed. During the removal of the implant some endplate resorption was observed around mesh. No evidence of device migration/malfunction was observed.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.